Event description:
A third-party test lab was giving the device an annual shock delivery test with the device connected to a simulator. The device was configured to deliver a standard 3-shock escalating energy protocol (200, 200, 360 joules) when it was discovered by observation of the measurement device that each of the delivered shocks was at 360 joules. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint could not be duplicated through factory testing, all shock protocol tests passed. The complaint was confirmed through review of the device's electronic log. On the day of the reported incident, the log recorded that the energy delivered to the stimulator during the first, second, and third shocks was 360 joules, instead of the programmed escalating energy protocol (200, 300, 360 j). Investigation determined that this is a software bug (code 58) in the early vision of the installed software that sometimes (code 55) fails to reset the shock protocol after an earlier shock delivery event. This problem is rarely seen (code 66) because of the unique combination of initial conditions necessary to cause the timing violation error to be manifest. The software was changed to remove the ambiguity in the decision code. Factory svc performed standard hardware and software upgrades. The device passed all performance tests and was returned to the customer.